Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received, a supplemental form will be completed.

Event description:
It was reported that during the load process the unlock button to remove the old cartridge became unresponsive. No impact to customers' blood glucose level.